Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that within 30 minutes into treatment with two units of prismaflex m150 set, the filters clotted. There was no blood restitution on both events. There was no patient injury or medical intervention associated with this event. No additional information is available.